Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pain or discomfort issue occurred. The sensor was inserted into the arm on (B)(6)2024. The event date is an approximation. On (B)(6)2024, the patient reported that on (B)(6)2024, they experienced pain and discomfort during sensor use which occurred 2 days after sensor insertion into the arm. On (B)(6)2024, the patient went to the emergency room (ER) due to severe pain at the sensor insertion site. At the ER, the patient was provided with oral codeine for the pain and an unspecified topical antibiotic cream due to redness and a rash at the sensor site. The patient was discharged home after approximately 14 hours. The patient was in good condition at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.